Event description:
FDA request letter received with voluntary report stating, "recent reporting of event occurring in 2008. The product needle was deployed. When pulling the needle back, there was no sutures. The product was rewired and a new device was placed successfully. Similar incident with the same product lot number." Customer report source contacted and additional info has been requested, but not provided to abbott vascular.

Manufacturer narrative:
The customer reported that the device was not available for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.